Manufacturer narrative:
The insulin pump would not prime during testing, due to protruded/loose drive support disk. No motor error alarm was noted. The motor passed motor test. The device was also received with minor scratches on the lcd window, a cracked case near display window corners, broken belt clip slot, and a cracked reservoir tube and tube lip.

Event description:
The customer called and reported the insulin pump alarmed with a motor error, after she received a low reservoir alarm and restarted the device. Customer's blood glucose was 243 mg/dl. It was also stated customer was having issues with one of the insulin pump buttons. The device was able to be rewound and customer was not using the sensor feature. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.